Event description:
Customer reported: patient undergoing exchange transfusion. Cvp kept drifting down to -10mmhg but was +10mmhg when rezeroed. The patient had been transfused with excess whole blood as a result. Different pressure modules were tried on the philips monitor. The cables were changed. The problem persisted. The problem was resolved by changing the transducer set. The patient was subsequently venesected by 50 mls of blood replaced with albumen, bicarbonate and saline.